Manufacturer narrative:
Clarification to d6a: partial date of "25 years ago" reported. Continued e1 -- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿implant rupture is suspected due to the impact of a traffic accident¿.

Event description:
Healthcare professional reported ¿implant rupture is suspected due to the impact of a traffic accident¿. This record is for an unknown side. Device status is unknown.